Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery fault alarms and the resultant system controller exchange were confirmed via log file analysis. The system controller event log file contained data spanning approximately 2 days (15:49:24 on (B)(6) 2025 to 08:16:11 on (B)(6) 2025 per timestamp). Beginning at 05:40:42 on (B)(6) 2025, a backup battery fault alarm activated due to the backup battery not passing load testing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected from 05:55:19 until 05:55:51 on (B)(6) 2025; this is consistent with the provided information that the controller was temporarily exchanged. The pump regained the set speed without issue when the driveline was reconnected. The backup battery fault alarm briefly cleared several times between 08:03:34 and 08:13:19 on (B)(6) 2025 as the backup battery was temporarily uninstalled. After reinstalling a backup battery at 8:11:43, an additional backup battery fault activated at 8:11:46 due to the backup battery in use exceeding the use by date. After the final reinstallation 08:13:20 on (B)(6) 2025, all alarms and associated faults cleared. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file while the driveline was connected. Provided information stated that the patient performed a controller exchange at home due to the backup battery fault alarms on the primary controller. It was reported that the alarms persisted after the controller exchange, so the patient changed back to the primary controller. Additional information provided stated that the alarm was eventually resolved following a backup battery exchange. It was reported that both system controllers remain in use as the patient¿s primary and backup controllers. The root cause for the reported backup battery fault alarms was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. The reported system controller exchange was determined to be a user error for exchanging the controller in response to a backup battery fault alarm. The relevant sections of the device history records the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ details the two appropriate methods in which the system controller can be exchanged. Within this section it emphasizes the user to not attempt to change your system controller without having a trained, competent caregiver at your side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. Additionally, this section addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing and system backup power. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noticed a backup battery (ebb) fault alarm at 0540 on (B)(6)2025 and swapped to their backup system controller however the alarm persisted. The patient changed back to the primary system controller at home and eventually went to the hospital for an ebb change. The alarm resolved however the clinic, and the patient were worried about the system controllers. Log files were submitted for review and captured ebb fault alarms on the primary system controller beginning at 0540 on (B)(6)2025. The driveline appeared to be disconnected at 0555 and remained disconnected for 36 seconds. The log files for the backup system controller did not show enough data for analysis. It appeared that the pump was connected for 5 lines of data that displayed controller clock invalid alarms due to the date and time being incorrect. Exchanging the ebb in the primary system controller resolved the alarms. The backup system controller would remain the backup, and no product would return.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.